Manufacturer narrative:
Unique identifier (UDI) number added. Device evaluation summary: the graphical user interface (gui) printed circuit board (pcb) xena I was returned for failure investigation. A visual inspection of the returned unit was conducted and no anomalies were found. The gui pcb was attached to the test ventilator for analysis. The complaint was verified. The fault was isolated to a component (vga controller u63) on the xena I pcb. The current gui pcb was released in (B)(4) 2011. The identified component was on a prior generation of the gui pcb. A corrective and preventive action was initiated to investigate the prior generation of the gui pcb. The current gui pcb (xena ii) was released in (B)(4) 2011. There have been no confirmed failures of the current gui (xena ii) pcb. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator had a blurry lower display screen. There was no patient involvement at the time of the reported incident. The field service engineer (fse) verified the reported problem. The fs replaced the gui cpu (graphical user interface, central processing unit). The fse performed all testing and calibrations and the ventilator operated within the manufacturing specifications.